Event description:
It was reported that stent dislodgement occurred. A 4.00x24mm promus element plus stent was selected to treat the lesion. It was noted that the stent dislodged while passing in the y valve system before the introducer. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).